Event description:
Surgery occurred on (B)(6) 2010 involving discectomy and placement of interbody implants at l3-4, l4-5 and l5-s1. The affix plate was the means of stabilization across l4-s1. A dural tear occurred at the s1 nerve root and was repaired. Overnight the patient was reported to have heavy emesis, resulting in damaging the dural repair initially carried out. The dural tear was again repaired on (B)(6) 2010; the surgeon noted the affix plate was relatively loose. It was removed, replaced and returned to nuvasive. A second revision surgery was performed on (B)(6) 2010 due to shifting of the interbody implant which impinged on the spinal canal. The surgeon determined the affix plate did not provide sufficient stabilization on its own and implanted pedicle screws at l4-s1. The second plate was discarded following surgery.

Manufacturer narrative:
Evaluation of the returned plate determined it performed as intended; the lock mechanism and fixation teeth were intact. Instructions for use indicate that "metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone." The root cause(s) of the reported looseness is unknown. Should additional information be obtained, a follow-up report will be made.